Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lot coughing within the last 2 to 3 years , been getting more and more, with green phlegm coming from chest and nose, turns some lighter throughout the day, but it's there every morning when patient wakes up, also start coughing like 10 minutes after; wake up coughing throughout the night also and there is always phlegm and its never clear. No medical intervention was specified by the patient. The device was returned to the third-party service center for evaluation. During servicing of the device, dust contamination was observed. There was no evidence of foam degradation. The device has been repaired. After further investigation, it has been determined that the report was incorrectly filed as a serious injury case. This report was evaluated by the clinical team and was assessed as a product problem only. Section b1, b2, g2, h1, h6 have been updated. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lot coughing within the last 2 to 3 years , been getting more and more, with green phlegm coming from chest and nose, turns some lighter throughout the day, but it's there every morning when I wake up, also start coughing like 10 minutes after; wake up coughing throughout the night also and there is always phlegm and its never clear. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.